Event description:
The manufacturer received information alleging an alarm occurred while the trilogy 100, japan device was in patient use. It was reported that there are times during use of the device when low inspiratory pressure alarm occurs frequently. There was no allegation of harm or injury reported. During the evaluation of the trilogy 100, japan device at the manufacturer's service center, the customer's allegation was confirmed. When a test was performed for verification, the repair test resulted in fail, which revealed that a failure occurred in the part to control the exhalation valve. The technician recommended replacing the device's active exhalation control module to address the issue. The repair was canceled due to the lease term of the device being up. The device will be scrapped. Additionally, confirmed the software version is 14.1.03.